Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through the clip-it clinical post-market study, that following a procedure involving the use of the penditure clip on (B)(6) 2024, the customer reported that the patient experienced cardiac rhythm symptoms on (B)(6) 2024, described as atrial fibrillation with rapid ventricular response (rvr) and asymptomatic pauses. Due to this adverse event, the hospitalization period was prolonged, lasting from (B)(6) 2024. Intravenous treatment with concomitant medication, including class iii antiarrhythmics, anticoagulants, and other antiplatelets, was initiated on (B)(6) 2024 and is still ongoing. The adverse event was deemed by both the site and the sponsor as possibly related to the clip and as not related to the penditure de livery system device.